Manufacturer narrative:
The valve was patent and passed reflux and adjustment testing. It was within specifications for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was explanted, because the patient did not improve.